Event description:
After an implantation period of approx. 121 months, it was observed via homemonitoring that the pacing impedance was too high. Follow-up revealed evidence of noise and loss of capture. Patient complaints about increasing fatigue in the last weeks. The lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 5 cm distal to the is-1 connector pin (into two segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The inspection showed that the distal end region including the fixation helix were found covered in fibrotic growth. The calcification is assumed to be the root cause of the reported clinical observations. Furthermore, the fixation helix was found stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.